Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer was not filling. A fresenius field service technician (fst) was called onsite and found that the fill valve was burned out and the union fitting connect to the valve was split in half. The fst provided part numbers to the customer so they could order new ones. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.